Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was at 124 mg/dl. The customer stated that his electric blanket might have cooked the insulin while he was sleeping. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.